Event description:
2001, patient, underwent implantation of staar model aa-4204vl intraocular lens in left eye. It was reported that the patient had some complications during the phaco procedure and that the lens was implanted and removed due to posterior capsule tear. The surgeon performed an anterior vitrectomy. The tech feels the injury was caused by the phaco probe but is unable to confirm if the lens system possibly malfunctioned or not.